Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 6.7 mmol/l, 12.6 mmol/l, 8.0 mmol/l and 5.2 mmol/l; 5.9 mmol/l and 12.7 mmol/l. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).